Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Anchor information: brand name: direct clamp active anchor kit model: 104523 catalog: 3043 lot/batch number: 9018216315 UDI: (B)(4).

Event description:
During a magnetic resonance imaging (MRI), a patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation and a sensation of warmth at the evoke closed loop stimulator (cls) implant site. The MRI was subsequently aborted. Pre-MRI guidelines and device checks were reported to have been completed prior to the scan. Additionally, the patient reported inadequate pain relief associated with a lead migration. The patient also reported new pain and weakness that was deemed unrelated to the evoke scs system and required additional MRI. At the patient¿s request, the evoke scs system was explanted.